Manufacturer narrative:
It was reported that the nebulizer stopped blowing, making a small humming noise when on. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The nebulizer stopped blowing, making a small humming noise when on.